Manufacturer narrative:
The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause. Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported "capsular contracture baker grade iii" via the national breast implant registry (nbir). This record is for the left side. The device was explanted.